Manufacturer narrative:
(B)(4). The analysis results found that the 2cb5lt device sleeve was returned broken in two pieces. See attached pictures. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic inguinal hernia procedure, the device broke when removing at the end of the procedure. The sleeve broke from the housing. No pieces fell into the patient. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.